Event description:
It was reported to covidien that during start-up the device was missing segments. There was no pt involvement.

Manufacturer narrative:
The customer's complaint was verified. Isolated to the ui pcb/lcd display.